Manufacturer narrative:
(B)(4). Item #: unknown stem lot #: unknown. Item #: unknown competitor liner lot #: unknown. Item #: unknown competitor cup lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The radiograph review concludes a left tha with indications of an acetabular cup fracture and lateral dislocation of the femoral head. Multiple screws from the acetabular cup are seen protruding through the medial wall of the acetabulum. Osteopenia was noted. Acetabular inclination angles cannot be accurately measured without a true ap pelvis film. However, visually, the acetabular cup appears to be in appropriate position. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the 411 group the patient underwent an initial left total hip arthroplasty on an unknown date. The patient has been indicated for a revision, however, a revision has not been reported. The sales rep was inquiring about implant identification. Tech believes the cup to by stryker. Attempts have been made and no further information has been provided.